Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was found. Review of the archive data found multiple user advisory (ua) 45 (not at "home" position after power-on/restart) error messages on the date of event. Unable to perform functional testing due to the ua 45 appearing upon powering on. To resolve the primary complaint, the shaft was rotated back to the home position and the device was functionally tested. During testing the device was evaluated with a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 30 minutes. No faults were found. The autopulse platform is a reusable device and was manufactured in 2008. The user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The sticky clutch plate was replaced and the power distribution board was updated. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed a user advisory 45 (not at "home" position after power-on/restart) error message. In attempt to resolve the issue, the crew pulled up on the lifeband; however, without success. There was no patient involvement reported.